Manufacturer narrative:
The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device stopped working was confirmed. An assessment was performed and it was observed that at the beginning the device did not run, after turning the motor it started working again, but very slowly and jerky. It was determined that the motor had dead spots on the collector, or the brushes were destroyed by overheating. The hand piece was tight; no liquid was detected in the hand piece. It was further determined that the device failed pretest for check off/oscillation/on switch mode function, check switching function, check the triggers and electronic control unit (ecu) function, check the function with the electric pen drive (epd)-console, and check power with test bench. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI - (B)(4). Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device just stopped working. It was unknown if there was a delay in the procedure due to the event, or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.